Manufacturer narrative:
No report of patient involvement. The unit was replaced. No repair information provided.

Event description:
The hospital reported a malfunction of the bag to vent switch preventing selection of the desired mode of ventilation. There was no report of patient involvement.